Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2025 and their modular cable outer layer had a thinning. The modular cable was replaced. It was noted that this incident required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all available information. Sectio h10: medwatch report number as reported (B)(4). Manufacturer's investigation conclusion: the reported event of a thinning outer layer of the modular cable (lot number unknown) was unable to be confirmed through this analysis. No products were returned for evaluation and no images were submitted for evaluation. Available information provided that the modular cable was exchanged. It was noted that this incident required intervention to prevent permanent impairment/damage. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable were unable to be reviewed as no device identifying information was provided heartmate 3 instructions for use section 2: ¿system operations¿ and heartmate 3 patient handbook section 2: ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10: ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.